Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the 2516z-pc, pad pro defib pads, would not trace readings. Per the assessment: this occurred on the patient floor, micu, the patient coded after being intubated. When the pads were connected to the zoll defib machine to cardiovert, there was no signal or rhythm captured, the patient went pulseless since cardioversion could not be performed this was on (B)(6) 2019 at approx 12pm. After the pads failed to read, chest compression were initiated, a second set of pads was used and connected, those captured and sensed the rhythm. There was no skin prep preformed as this was an emergent situation. Nurse recalls the skin to be dry and warm, pad had good skin contact. No lotions or skin barriers were present. There was no reported patient injury or impact reported. This report is being raised as device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 2516z-pc in opened original packaging. Lot number was verified. Performed a visual inspection of the pads, they were received folded over on one another. There were no other abnormalities or defects. Performed a functional inspection using the meterman 30xr (c2551), the device had continuity. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; - misuse of multifunction electrodes, use of compromised or altered product, and/or failure to follow product instructions may result in patient burns, inadequate delivery of therapy, and/or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety.